Event description:
Caller states that the inform meter has signs of burning in the connector pin area. Caller also states that the meter makes the base flash when docked. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.